Event description:
It was reported that the patient had their system explanted because of uncomfortable stimulation. Follow up indicated the patient was doing well postoperatively. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs quattrode lead wide spaced, model: 3166, UDI: (B)(4), serial: (B)(6), batch: t00005251. Common device name: scs quattrode lead wide spaced, model: 3166, UDI: (B)(4), serial: (B)(6), batch: t00005251. Common device name: scs quattrode lead wide spaced, model: 3166, UDI: (B)(4), serial: (B)(6), batch: t00005251.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs quattrode lead wide spaced, model: 3166, UDI: (B)(4), serial: (B)(6), batch: t00005251. Common device name: scs quattrode lead wide spaced, model: 3166, UDI: (B)(4), serial: (B)(6), batch: t00005251. Common device name: scs quattrode lead wide spaced, model: 3166, UDI: (B)(4), serial: (B)(6), batch: t00005251. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.